Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), failure to follow instructions (stent graft oversizing in the left external iliac artery) evaluation, conclusions: known inherent risk of a procedure (occlusion), failure to follow instructions (stent graft oversizing in the left external iliac artery).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a left common iliac artery aneurysm. The left internal iliac artery was intentionally covered. The proximal side of the left common iliac artery was 14.5 mm in diameter, and the diameter at the bifurcation with the internal iliac artery was 15.5 mm. The length of the left common iliac artery was 70 mm. The diameter of the left femoral artery was 7 mm. It was reported that on an unknown date following the implant, the patient developed an occlusion within the stent graft. Femoral-t o-femoral bypass surgery was performed to restore adequate blood flow to the left limb. It is possible that oversizing within the left external iliac artery may have caused the stent graft to occlude. No additional clinical sequelae were reported, and the patient is fine.